Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the insert deteriorated by the friction of the femoral neck.

Manufacturer narrative:
Upon investigation it was not found deficiency against the head component pha04406. Please void this report.